Event description:
It was reported that the patient had a loss of therapeutic effect. The symptoms have gotten worse. She will just see a toilet and flood. The patient had gotten it reprogrammed 4 months ago. Over the past 4 months things have gotten worse. It was noted five days later that the representative left a message for the patient. Follow up information reported that the patient still had concerns with their implantable neurostimulator (ins) but was working with their doctor and manufacturer¿s representative to resolve the issue. It was noted that the patient was told to contact the representative which they did but had no response. The patient was dissatisfied with the service and felt ignored. It later was reported the patient was unable to adjust stimulation and saw the poor communication screen. The patient noticed these issues the week prior to report, but noticed issues with her programmer around (B)(6) 2013. It was stated the patient normally communicated over clothing and when tried over the skin she was able to communicate. The patient was on program 3 at 3.15 and stimulation was off at the time of report. It was noted the patient felt a fluttering a couple days ago when she was able to switch programs and at the time of report was feeling ¿a line of a tiny bit of pain.¿ the patient felt stimulation in her left buttock where the leads were but then stated she felt it in her bike seat area. The patient was trying to switch to a new program and was currently on program 2 at 3.5 volts and ¿barely felt stimulation.¿ it was noted the ins improved her frequency and urgency issues and can sometimes go 2.5-4 hours, however, it was the urgency that was bothering her. It had been this way since she got the ins. The patient didn¿t have to urinate as often as she had to before but when she went to the bathroom it was urgent. Reportedly, the patient took diuretics in the morning so the urgency seemed to be better later in the day, but could barely make it to the toilet sometimes it was additionally reported the patient had blood in her urine that started 5-6 days prior to report, and then it stopped, but planned to see a doctor about this on the day of report. The patient had a hysterectomy, didn¿t have hemorrhoids, has anxiety and wore hearing aids. Additional information reports the patient never had therapeutic effect. Patient was at hcp(healthcare provider) office about 2-3 months ago and manufacturer representative checked her device and said that the wires were broken. The implant hasn't worked very well since day one, said that during trial, hcp didn't tell her not to increase beyond a certain level however the patient said whenever she received the urge to go she would increase stimulation up to 6 or 7 and then she wouldn¿t have the urge anymore, other than that she doesn't know if the trial was successful. After permanent implant hcp told her not to increase beyond 3 otherwise it will wear out the battery sooner. However the representative told her that some patients may need higher setting to control symptoms. The trial lead was implanted on right side however hcp said that she couldn't implant on the right side during permanent procedure and placed on left side and mentioned that it was very difficult placing the lead. There was no known accident or incident related to this complaint. She was told that wire would need to be replaced and she was willing to do that provided that physician was experienced. Regarding current symptoms, she has urge incontinence in which she may get the urge to go and when she gets to the bathroom, once she sees the toilet, she just can't hold the urine any longer. She has to wear a pad as a result. It was mentioned that the patient has eye problems for 20 years and was diagnosed with showgren's syndrome, which affected her eyes and she received treatment for it. It was noted that the patient was better after 6 months. It was later reported that the representative reports the patient had impedance issue and saw the patient alongside one of the healthcare provider¿s nurse. A follow up appointment was made with healthcare provider office to discuss lead replacement and revision. They tried to program around the impedance issues. The patient has not been explanted or reimplanted that the representative was aware of. No outcome was reported regarding this event. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v686969, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v686969, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that their previous system was replaced due to a broken wire. The hcp left the wire due to it having been in so long. The patient believes that the wire broke as they were using a home shiatsu machine.